Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly. The pump was unable to verify button error alarm or perform displacement, basic occlusion, occlusion, prime and no delivery test due to blank display. The pump had missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and a blank display from the insulin pump. The customer's blood glucose reading was 496 mg/dl. The customer treated the high readings with manual injection. The customer stated that he went swimming and the pump was submerged in the pool for roughly 5 minutes. The customer stated that the pump was exposed to fluid in the past with no moisture visible in the pump. The customer stated that the button error was present in the alarm history. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.